Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. The lesion was predilated twice. A 20 x 3.00mm promus premier¿ stent was selected to treat the lesion; however, the device was not able to cross the lesion. The device was pulled out as the it was ¿kind of lodged in the lesion¿. Then the physician noted that the stent crimped on the balloon and the struts were messed up. "They were kind of jumbled up on each other, kind of accordion like." This was exchanged with another 2.75x20mm promus premier otw stent ; however the device was not able to cross the lesion. The procedure was not completed. Bypass surgery was then performed with success as an alternative intervention. No patient complications were reported and the patient's status was well.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal end of the crimped stent was damaged, distorted, bunched distally and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the profile of the device shaft. There were no issues tracking the device over a 0.014 guidewire. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. The lesion was predilated twice. A 20 x 3.00mm promus premier¿ stent was selected to treat the lesion; however, the device was not able to cross the lesion. The device was pulled out as the it was ¿kind of lodged in the lesion¿. Then the physician noted that the stent crimped on the balloon and the struts were messed up. "They were kind of jumbled up on each other, kind of accordion like." This was exchanged with another 2.75x20mm promus premier otw stent ; however, the device was not able to cross the lesion. The procedure was not completed. Bypass surgery was then performed with success as an alternative intervention. No patient complications were reported and the patient's status was well.

Manufacturer narrative:
Device is combination product. (B)(4).